Event description:
The pt was admitted for a procedure in 2008 with a de novo, concentric calcified and ostial lesion in the proximal left anterior descending (lad) branch. The lesion was 28mm in length and the vessel diameter was 3.3mm. The lesion was pre-dilated and a 3.5 x 23mm cypher stent was implanted at 16 atm. Then a 3.5 x 13mm cypher stent was implanted at 16 atm, proximal to the first cypher, overlapping it. The stents were post-dilated. The residual percentage of stenosis was 0 and timi flow was grade iii. Fifteen days post index procedure the pt developed cardiogenic shock and taken to the hospital. Coronary angiography was conducted under an intra aortic balloon pump (iabp) and percutaneous cardio pulmonary support (pcps) and thrombus was observed in the left main and the two cyphers. Balloon angioplasty was conducted to treat the thrombus, along with aspiration. Post treatment, the vessel flow temporarily improved. At about 17 days post procedure, the pt passed away at the hospital. Postmortem was performed, and widespread death of heart muscle was confirmed. The physician commented that the possible cause of the thrombotic event was that the pt was not compliant with apt. The cause of the death was a myocardial infarction.

Manufacturer narrative:
The pt's medications included aspirin, ticlopidine, heparin and isosorbide. This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2008-02152 and 9616099-2008-02153. Additional info will be submitted upon 30 days of receipt.